Manufacturer narrative:
A detailed investigation of the system is necessary to determine the root cause of the described issue. The return of the system was requested. (B)(6).

Event description:
During the most recent service at the customer's site siemens local service engineer, (B)(6), noticed that the system's spot film device was drooping. After taking a closer look, the service engineer found a crack in the base that hold the spot film device. The engineer took some pictures and sent to the factory for further investigation. The provided photos were investigated by the specialists. It is possible that the crack might expand and possibly lead to mechanical instability of the system. The engineer informed the customer not to use the fluoro tower or tilt the table.